Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving morphine (15mg/ml at 9.012 mg/day) and bupivacaine (15mg/ml at 9.012 mg/day) via an implantable pump for unknown indications for use. It was reported that the last three refills were over the expected volume. Below are the details for these refills: refill #1 date: (B)(6)2020 actual residual volume (in ml): 10.5mls expected residual volume (in ml): 6.6mls refill #2 date:(B)(6)2020 actual residual volume (in ml): 11mls expected residual volume (in ml): 5.8mld refill #3 date: (B)(6)2020 actual residual volume (in ml): 8mls expected residual volume (in ml): 2.8mls it was indicated that diagnostics/troubleshooting performed included monitoring the dose and possible catheter dye test at a later date. Due to the pandemic, there were no plans at present to do this and no actions or interventions were taken. There were no known  environmental/external/patient factors that may have led or contributed to the issue. The pump remained implanted and in use. At the time of the report, it was unknown if the issue was resolved, but the patient status was alive without injury. No further complications were reported.